Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump became frozen on the "detecting insulin" screen during the load process and the customer was unable to clear it. Troubleshooting with tandem technical support was performed and the "detecting insulin" screen was able to be cleared. Customer had elevated blood glucose levels (250 mg/dl). Customer delivered a bolus to stabilize blood glucose levels.